Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified unspecified vessel. The 2.00mm x 15mm emerge balloon catheter was advanced to dilate the lesion. During the first inflation at 5 seconds, the balloon ruptured at 4 atmospheres. A contrast medium flowed to the distal part of the device. The device was removed from the body and the procedure was completed with a different device. No patient complications were reported and the patients condition was good.